Event description:
It was reported patient underwent an open reduction, internal fixation procedure on (B)(6) 2013. During the procedure, as the surgeon tapped the anchor with a mattle, the tip of the anchor fractured off into the patient's bone. The fractured piece was retrieved from the patient's bone and a new anchor was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found it is likely that the anchor fractured as a result of excessive force or possibly the lack of proper bone preparation prior to implantation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, ""do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl, or tap."